Event description:
Initial sample result of 9.8 mg/dl for total bilirubin. Same sample sent to a different laboratory recovered 0.3 mg/dl. No information provided regarding if the results were used to guide therapy. The field service representative performed performance check tests.